Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was reaching end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Event description:
Additional information indicates the ipg meets or exceeds 75% of the expected longevity.

Manufacturer narrative:
Correction: additional information indicates that the device meets or exceeds at least 75% of the expected longevity. This device is no longer considered reportable.